Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on a unspecified date and involved a clave¿ neutral connector where it was reported the device leaked when connectoed to bard powerloc max 0132075 needle. The event occurred while chemotherapy was infusing. The user sometimes goes home with the product, so the incident could occur at home. There was no hole, cut, tear or defect noted. There was patient involvement and report that cytotoxic product was in contact with users¿ clothing or on surrounding surfaces.

Manufacturer narrative:
The complaint of leaks on item b3300 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.